Manufacturer narrative:
The customer¿s report of luer lock connection issues and leaks was not confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. Visual inspection of the associate set noted no damage or any anomalies. Functional and pressure testing resulted in no disconnections and leaking. The reported suspect set sample was not received for evaluation. The root cause was unable to be identified.

Event description:
It was reported that the customer is having issues with the luer locks and leaks. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Concomitant medical products: spiros adaptor. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the customer is having issues with the luer loks and leaks. There was no harm to patient.